Event description:
It was reported that the patient was not happy with the sensors because she keeps getting alarms, and they bother her. The types of alarms were not mentioned, and troubleshooting was declined as the patient no longer wanted to wear the product. Emailed the patient's company representative and territory manager. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.